Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they went to the hospital for high blood glucose levels. The customer's blood glucose level was 700 mg/dl at the time of the incident. The customer was admitted on (B)(6) 2020 at ochsner medical center for three days. The customer was given IV insulin to treat for the high blood glucose levels and she treated with the insulin pump. The customer mentioned they had symptoms such as respiratory issues and difficulty breathing. Customer stated they took off her insulin pump since it as not working at the time. Customer reported they did not feel okay to troubleshoot, she had high blood glucose levels at the time of the call. Customer had been using the insulin pump system within 48 hours or reported high blood glucose event. Customer is not insisting on insulin pump replacement. The insulin pump will not be returned for analysis.